Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed patient signs and symptoms of redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket which cultured positive for "staph epidemidis". The patient was treated with IV antibiotics and total device system explant. The infection resolved. The patient has a risk factor of poor wound healing.